Manufacturer narrative:
The reported field event of backup vvi was verified in the lab. The device entered reset due to a power-on reset (por), however, the cause of the por could not be conclusively determined. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench and no anomalies were noted.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, the device was noted to be in back up mode due to a hardware reset. Technical support was contacted, but no intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was stable.